Event description:
Additional information received reported that the impedance diagnostics were performed and there was reprogramming of the stimulation. The cause of the leg/feet movement issue was undetermined, but the patient was back to normal at the time the manufacturer representative met with them in the hospital the day after the case. It was reported the patient was sent home that day, and the stimulation was covering where the patient needed it and was receiving good pain relief.

Event description:
It was reported the patient was ¿unable to move his feet or legs¿ following the replacement of his stimulation system. It was noted the patient was able to feel when his feet and legs were touched during testing in the post-anesthesia care unit (pacu). It was stated that when the new system was turned on, the patient ¿could feel normal device sensation going down his legs and to his feet.¿ a CT scan of the thoracic spine was performed and found no hematoma at the lead site. The patient was reported to have then undergone an exploratory surgery to definitively rule out hematoma. It was stated that during the exploratory procedure, ¿no abnormalities or hematoma were observed.¿ it was noted the operating physician ¿used a microscope to explore the lead site fully.¿ it was reported that neuro monitoring was utilized during the patient¿s replacement procedure and that ¿all sensory and motor results were normal.¿ it was further reported that this was repeated during the exploratory surgery and that ¿again, all motor and sensory responses appeared normal.¿ it was noted the patient¿s physician ¿thought the lidocaine used during the original procedure may have been the cause, but he felt this would have resulted in sensory loss before motor loss.¿ it was stated that after irrigating the lead site, the incision was closed and the replacement device was left in place. It was noted the patient was kept overnight at the hospital. A manufacturer representative returned the following day to re-activate the patient¿s device. It was noted the patient ¿felt normal device functioning¿ at that time. Additional information reported an ¿electrode impedance check was performed in the operating room and the time of initial implant¿ and ¿all results were normal.¿ it was noted the day after the initial report the patient ¿was receiving effective therapy¿ and ¿seemed happy.¿ it was additionally noted that it was unknown whether the patient¿s motor response had been reestablished at that time. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 7425, serial# 3004209178-2014-00520 , implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3487a, lot# j0120578v, implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type: lead. Product ID 39286-65 lot# serial# va07jx1004 implanted: 2013-12-16 explanted: product type lead product ID: 7495-51, serial# (b)(4,) implanted: (B)(6) 1992, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1996,: product type: programmer, patient. (B)(4).